Event description:
The customer reported to customer service that her transformer is frayed near where the unit plugs into the wall and it has sparked a few times.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product have been unsuccessful, though the customer did note that she would be returning the damaged transformer. In follow up with the customer she also stated that she saw sparking on the cord, near to where the transformer plugs into the outlet and that no injuries were sustained. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.